Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had essure removed') and uterine polyp ('I had multiple large polyps found in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine polyp (seriousness criterion medically significant), dental caries ("cavity"), gingival bleeding ("gum bleeding"), noninfective gingivitis ("gum inflam") and procedural pain ("post procedural pain"). The patient was treated with surgery (essure removal and polyps removed). Essure was removed. At the time of the report, the medical device removal, uterine polyp, dental caries, gingival bleeding, noninfective gingivitis and procedural pain outcome was unknown. The reporter considered dental caries, gingival bleeding, medical device removal, noninfective gingivitis, procedural pain and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine polyp, dental caries, gingival bleeding and noninfective gingivitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added - post procedural pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had essure removed') and uterine polyp ('I had multiple large polyps found in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine polyp (seriousness criterion medically significant), dental caries ("cavity"), gingival bleeding ("gum bleeding") and noninfective gingivitis ("gum inflam"). The patient was treated with surgery (essure removal and polyps removed). Essure was removed. At the time of the report, the medical device removal, uterine polyp, dental caries, gingival bleeding and noninfective gingivitis outcome was unknown. The reporter considered dental caries, gingival bleeding, medical device removal, noninfective gingivitis and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine polyp, dental caries, gingival bleeding and noninfective gingivitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Events: cavity, gum bleeding and gum inflame were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I just had essure removed") and uterine polyp ("I had multiple large polyps found in my uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine polyp (seriousness criterion medically significant). The patient was treated with surgery (essure removal and polyps removed). Essure was removed. At the time of the report, the medical device removal and uterine polyp outcome was unknown. The reporter considered medical device removal and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine polyps. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I just had essure removed") and uterine polyp ("I had multiple large polyps found in my uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine polyp (seriousness criterion medically significant). The patient was treated with surgery (essure removal and polyps removed). Essure was removed. At the time of the report, the medical device removal and uterine polyp outcome was unknown. The reporter considered medical device removal and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine polyps. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.